Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals the device is worn but in expected condition. The reported broken needle is not inside the returned expressew. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated to deploy the needle, there was slight resistance and the deployment was rough. To restore it to the original position, the needle trigger has to be pushed back manually. The needle did not break but got stuck in deployed position, indicating the inside of the eiii shaft is worn, confirming the complaint. This device is required to be thoroughly cleaned and properly lubricated/ milked after each use to avoid friction during deployment. Improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. This failure can be attributed to field wear due to improper maintenance as this device is more than an year old and out of its warranty. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot which was also attributed to field issue. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair, it was determined that the needle in the customer's expressew iii w/o hook broke in the device. According to the report, the applier was sticking prior to the procedure, but used it anyway. They swapped the device with another like device to complete the procedure. There were no patient consequences. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.